Manufacturer narrative:
Batch review performed on 01 oct 2024 lot 2247346: (B)(4) items manufactured and released on 07-march-2023. Expiration date: 2028-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation performed by r&d project manager: complaint for a patient treated with a gmk sphere implant and showing tibial posterior movement during kneeling (at about 90° of flexion) when the harmstring is activated. In all the other daily life activities the knee is stable. The posterior translation of the tibia during the activation of the kneeling phase is likely related to a loose medial collateral ligament in flexion that could lead instability, particularly in activity when the body load is not applied. There is no evidence that the event is related to a faulty device. Additional items involved in the event, batch review performed on 01 oct 2024: gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 2304324 lot 2304324: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 2301579 lot 2301579: (B)(6) items manufactured and released on 17-may-2023. Expiration date: 2028-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
During kneeling movements approaching 90º of flexion, an abnormal posterior translation of the tibia is observed when the hamstrings are activated. Following this translation, the range of motion (rom) returns to normal without any further abnormal movement.